Manufacturer narrative:
(B)(4). The concomitant products: carto 3 sn: (B)(4); coolflow pump, sn (B)(4); stockert st-1991. Other bwi catheters in use, bd710fj282rts, lot # 17136703m; variable lasso nav eco: ln222515ct, lot # unknown. (B)(4).

Event description:
It was reported that a patient, (B)(6) years old, female, underwent an afib ¿ paroxysmal procedure suffered a vessel perforation and surgical intervention. The patient was noted to be hypotensive at the end of the case. The patient was being treated with fluids and remained overnight for observation in the hospital. The physician¿s opinion is the adverse event was caused by difficulty manipulating the ultrasound catheter (st. Jude. Viewflex) during its passage at the beginning of the procedure. The patient was in stable condition. Since the smarttouch catheter was present during this procedure, bwi takes conservative approach and reports this event under the smarttouch catheter.